Event description:
It was reported that, during an intramedullary nailing surgery, one (1) compression screw hexdriver broke while loosening screw. It is unknown how the procedure was performed and if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).